Manufacturer narrative:
(B)(4). Batch # n55202. The analysis results showed that one ecr60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a sleeve gastrectomy procedure, the stapler fired but the staples of the golden reload weren't properly formed and it occurred the opening of the suture line. The procedure was completed with the same stapler and during the following firings the staples were formed properly. The procedure was completed after replacing the stapler with other reloads. The opening was closed by performing manually the suture. There were no adverse consequences for the patient reported.